Event description:
It was reported that the liner would not seat. The surgeon reamed for a 54mm cup. The cup was implanted with additional fixation screws. It was ensured that the screws were not raised. There was no visible soft tissue in the cup and aligned scallops of the cup with the liner. The surgeon impacted with a 32mm impactor however the liner still would not seat. There was a 10-minute delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source foreign: australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} visual examination of the returned product identified inner and outer spherical surfaces show indentations, nicks, and scratches. Polar boss is deformed and exhibits burrs. Rim has indentations near the anti rotation scallops on the underside from attempted implantation. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified signs of attempted implant on the liner in the form of gouges on the rim. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.